Event description:
Reportedly, patient experienced target lesion/vessel revascularization.

Manufacturer narrative:
This report was received through an operations report from the user facility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was not returned, as it remains implanted in the patient.